Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: [robot-assisted gastrectomy] event description: hospital: [hospital name] report from the sales rep via email; the knife of the handpiece had popped out when the package was opened. The person in charge of opening the package was almost injured. This unit will be returned. The investigation report has been requested by the hospital. Amj always sells medical devices to sales dealers, then the dealer sells them to hospitals. Per amj operation team, the device was purchased through a sales dealer. The lot trace was performed using account ID (B)(4). Type of intervention: [replaced to a hospital inventory new product and the procedure was completed.] Patient status: [no patient injury or illness associated with this event.]